Manufacturer narrative:
(B)(4). Restrictive: the product has been requested to be returned but has not been received. More information has been requested but has not been received. Note: this submission is based solely on the initial reporter's statement. Application instructions for use on all posey vests state that these products should not be put into use on a patient who is or becomes highly aggressive, combative, agitated or suicidal. (B)(4).

Event description:
Posey company received information that a male patient with a history of traumatic brain injury was hospitalized due to having been struck by a motor vehicle while a pedestrian and was drunk at the time. While hospitalized he had severe agitation and psychosis. The medical staff placed the patient in a posey vest model # unk to restrain him from injuring himself. The vest may have been on too long or too tight. He later showed signs of bilateral brachial plexus injury. They reported that the patient's prognosis is recovery in 18 to 24 months if the patient adheres to their medication regime. The above information was provided by a third party.